Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.00 x 32mm stent delivery system was returned for analysis. The stent was not returned for analysis, therefore, the manufacturing crimp data for this device was reviewed and there were no anomalies noted and the maximum stent profile was within specification. The balloon body was reviewed and there were no issues to note. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. The balloon was inflated to rated burst pressure using a handheld encore inflation device without issue. The balloon was subsequently deflated in 4 seconds which is within the specified deflation time. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 19-apr-2018. A 3.00 x 32mm synergy ii drug-eluting stent was received with no reported issues. However, returned device analysis revealed stent detached/separated.